Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-tests, on/off current, patient and circuit impedance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. It is recommended to replace the g3 main board as a precaution. The customer declined repair. The device will not be recertified and will be returned to the customer labeled not for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.